Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Addendum 1: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2004. Addendum 2: h.11: this supplemental MDR is submitted to document the additional information. Based on additional information provided , no conclusion can be made. As reported, the index procedure was in 2007 not 2004 as initially reported. As alleged the mesh ¿continued to work its way out¿ as such it is unclear if all the mesh was removed during the explant procedure. Information provided alleges the patient experienced a hernia recurrence. The instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Note, the dates of event, implant and explant are estimated based on the information provided. Addendum 3: h11: this supplemental MDR is submitted to correct the date of event. Corrected field: b3 (date of event). Note, the date of event is estimated based on the information provided.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh. Addendum per information provided in follow up with contact: "my hernia surgery was in 2007. It was in my groin. My wound seemed to be ok until the stitches were done, and it opened back up. It was very painful (much more than the hernia was). Pieces of the mesh would work their way up like a little pimple and then pull out. The doctors were very perplexed because it wasn¿t infected. I had to eventually go in every few days to have the wound packed. I couldn¿t work. The pain was unbearable. The hernia popped up again and it was at that time that the surgeon said that the mesh had failed. Almost a year later I had to have a second surgery to have the mesh explanted. Even after the surgery the mesh which had grown into me continued to work its way out and almost 16 years later, I still have recurring pain in the area."

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Note, the dates of event and explant ((B)(6) 2005) are considered to be a best estimate. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in mar, 2004. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh. Addendum per information provided in follow up with contact: "my hernia surgery was in 2007. It was in my groin. My wound seemed to be ok until the stitches were done, and it opened back up. It was very painful (much more than the hernia was). Pieces of the mesh would work their way up like a little pimple and then pull out. The doctors were very perplexed because it wasn¿t infected. I had to eventually go in every few days to have the wound packed. I couldn¿t work. The pain was unbearable. The hernia popped up again and it was at that time that the surgeon said that the mesh had failed. Almost a year later I had to have a second surgery to have the mesh explanted. Even after the surgery the mesh which had grown into me continued to work its way out and almost 16 years later, I still have recurring pain in the area." Addendum per operative notes provided: (B)(6) 2004 - patient diagnosed with right inguinal hernia and underwent repair with perfix plug. Per operative notes:" the hernia sac was identified and dissected off the round ligament. This was easily placed back into the posterior defect. The mesh plug was placed and sutured." (B)(6) 2005 - patient was diagnosed with right groin pain post inguinal hernia repair and underwent re-exploration of right groin. (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia and underwent mcvay repair with excision of previous mesh. Operative findings note "the mesh had shrunken considerably and was quite a firm mass."

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Addendum 1: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar, 2004. Addendum 2: h.11: this supplemental MDR is submitted to document the additional information. Based on additional information provided , no conclusion can be made. As reported, the index procedure was in 2007 not 2004 as initially reported. As alleged the mesh ¿continued to work its way out¿ as such it is unclear if all the mesh was removed during the explant procedure. Information provided alleges the patient experienced a hernia recurrence. The instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Note, the dates of event, implant and explant are estimated based on the information provided. Addendum 3: h11: this supplemental MDR is submitted to correct the date of event. Note, the date of event is estimated based on the information provided. Addendum 4: h11: this supplemental MDR is submitted document operative notes provided and to make corrections identified based on medical records. The medical records provided were photos taken of small portions of the records and did not include a lot of detail. Based on review of the limited medical records provided, no conclusion can be made. As reported, the mesh had ¿shrunken¿ and was a ¿firm mass.¿ there was no explanation provided in the medical records indicating a cause for the reported condition of the device. Updated fields: a2, b4, b5, b7, e1, g3, g6, h2, h6, h10, h11 corrected fields: b3 (date of event), d6a (medical device implant date), d6b (medical device explant date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh. Addendum per information provided in follow up with contact: "my hernia surgery was in 2007. It was in my groin. My wound seemed to be ok until the stitches were done, and it opened back up. It was very painful ( much more than the hernia was). Pieces of the mesh would work their way up like a little pimple and then pull out. The doctors were very perplexed because it wasn¿t infected. I had to eventually go in every few days to have the wound packed. I couldn¿t work. The pain was unbearable. The hernia popped up again and it was at that time that the surgeon said that the mesh had failed. Almost a year later I had to have a second surgery to have the mesh explanted. Even after the surgery the mesh which had grown into me continued to work its way out and almost 16 years later, I still have recurring pain in the area."

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Note, the dates of event and explant ((B)(6) 2005) are considered to be a best estimate. Addendum 1: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1000 units released for distribution in mar, 2004. Addendum 2: h.11: this supplemental MDR is submitted to document the additional information. Based on additional information provided , no conclusion can be made. As reported, the index procedure was in 2007 not 2004 as initially reported. As alleged the mesh ¿continued to work its way out¿ as such it is unclear if all the mesh was removed during the explant procedure. Information provided alleges the patient experienced a hernia recurrence. The instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Updated fields: b4, b5, g3, g6, h2, h6, h10, h11. Corrected fields: b3, d6a (implant date), d6b (explant date) note, the dates of event, implant and explant are estimated based on the information provided. H3 other text : not returned.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Addendum 1: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the DHR review results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in mar, 2004. Addendum 2: h.11: this supplemental MDR is submitted to document the additional information. Based on additional information provided, no conclusion can be made. As reported, the index procedure was in 2007 not 2004 as initially reported. As alleged the mesh ¿continued to work its way out¿ as such it is unclear if all the mesh was removed during the explant procedure. Information provided alleges the patient experienced a hernia recurrence. The instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Note, the dates of event, implant and explant are estimated based on the information provided. Addendum 3: h11: this supplemental MDR is submitted to correct the date of event. Note, the date of event is estimated based on the information provided. Addendum 4: h11: this supplemental MDR is submitted document operative notes provided and to make corrections identified based on medical records. The medical records provided were photos taken of small portions of the records and did not include a lot of detail. Based on review of the limited medical records provided, no conclusion can be made. As reported, the mesh had ¿shrunken¿ and was a ¿firm mass.¿ there was no explanation provided in the medical records indicating a cause for the reported condition of the device. Addendum 5: h11: this supplemental MDR is submitted to document the information provided by patient's attorney. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh. Addendum per information provided in follow up with contact: "my hernia surgery was in 2007. It was in my groin. My wound seemed to be ok until the stitches were done, and it opened back up. It was very painful (much more than the hernia was). Pieces of the mesh would work their way up like a little pimple and then pull out. The doctors were very perplexed because it wasn¿t infected. I had to eventually go in every few days to have the wound packed. I couldn¿t work. The pain was unbearable. The hernia popped up again and it was at that time that the surgeon said that the mesh had failed. Almost a year later I had to have a second surgery to have the mesh explanted. Even after the surgery the mesh which had grown into me continued to work its way out and almost 16 years later, I still have recurring pain in the area." Addendum per operative notes provided: (B)(6) 2004 - patient diagnosed with right inguinal hernia and underwent repair with perfix plug. Per operative notes:" the hernia sac was identified and dissected off the round ligament. This was easily placed back into the posterior defect. The mesh plug was placed and sutured." (B)(6) 2005 - patient was diagnosed with right groin pain post inguinal hernia repair and underwent re-exploration of right groin. (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia and underwent mcvay repair with excision of previous mesh. Operative findings note "the mesh had shrunken considerably and was quite a firm mass." Addendum per information provided by patient's attorney: attorney alleges that the patient underwent inguinal hernia repair with implant of perfix plug on (B)(6) 2004. It is alleged that the mesh broke down leading to mesh infection, hernia recurrence, chronic pain, adhesions and these complications resulted in the need for corrective revision surgeries on (B)(6) 2005, (B)(6) 2009 and (B)(6) 2009 and continues to undergo medical care and treatment. It is also alleged that the patient had permanent injuries including disability, scarring, disfigurement, sustained personal and emotional injuries. It is alleged that the device was defective.

Event description:
As reported, during an inguinal hernia repair on (B)(6) 2004, the patient was implanted with a perfix plug. As reported, post implant, the patient experienced an open wound, infection, pain, redness, and swelling and at about 9-12 months post implant underwent explant of the mesh.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Postoperative pain and infection are known inherent risks of surgery. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." To date, this is the only reported complaint for this manufacturing lot. Note, the dates of event and explant ((B)(6) 2005) are considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned